Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose was 218 mg/dl. The customer stated that they able to complete rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, a21 test and self test, no error noticed during testing.